Manufacturer narrative:
A review of the pump black box revealed unexplained pump reboots. The pump powered with the returned battery cap. The battery cap was able to fully tighten. The battery cap measures were within specifications. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An ¿intermittent power¿ event was not duplicated during the investigation. Unrelated to the original complaint, the battery compartment was observed to be cracked in the thread area near the u-groove. Additionally, when the pump case was removed, there was evidence of moisture contamination inside the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.